Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative laparoscopic robotic assisted ventral hernia repair procedure, the patient had recurrent ventral hernia one year after the original repair. The mesh failure was confirmed by CT scan. Reoperation will be performed to repair the recurrent ventral hernia.